Event description:
A 5 fr. Pig catheter (B)(4) lot # 17636371 was inserted into 5 fr. Sheath on left groin during endovascular aaa. When the pig catheter was removed to proceed with the surgery, a 10-15 cm portion of the catheter tip (pig end) broke off in the patient's vessel. The doctor from interventional radiology was contacted and provided a snare, which was not used. The broken piece was retrieved by applying suction with a syringe under fluoroscopy to the sheath, and the sheath was pulled out with the broken piece lodged in the sheath. The broken pigtail tip was examined by the doctor and appeared to him to be intact, and the vessel could be seen on fluoroscopy to be clear.